Manufacturer narrative:
(B)(4). The reported complaint that the "iab balloon failed to track" is not able to be confirmed. The product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "iab failed to track". Additional information states that another iab catheter was inserted in the same site to continue therapy. The patient's current condition is reported as "discharged". No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "iab failed to track". Additional information states that another iab catheter was inserted in the same site to continue therapy. The patient's current condition is reported as "discharged". No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with an original packaging carton that does not match the serial number/lot number of the returned sample. The sample was returned in a cardboard box and was loosely packed within an original packaging carton/tray. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. No blood was noted on the interior or the exterior surfaces of the returned iabc. No visual damage or abnormalities were noted to the returned iabc. No sheath was returned with the iabc. The returned original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray; the arrow sticker was noted cut/ripped and portions of the sticker were completely missing. This indicates that the iabc was not prepped per the instructions for use (IFU). As a result, an in-service for the customer is requested to review the IFU and reiterate the appropriate method for iab prep/removal from its packaging. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. In-sert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "iab balloon failed to track" is not confirmed. During the investigation, no kinks, bends or damage were identified on the intra-aortic balloon catheter (iabc). The guidewire was able to advance through the central lumen without any difficulty. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker. This indicates that the iabc was not prepped correctly per the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer.

Event description:
It was reported "iab failed to track". Additional information states that another iab catheter was inserted in the same site to continue therapy. The patient's current condition is reported as "discharged". No patient harm or injury reported. The patient's current condition is reported as "fine".